Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 09-may-2024, it was reported that patient faced five kinked cannula events within last 10 days. Insertion site was at abdomen. Blood glucose levels were just below 300 mg/dl at the time of event. The set was in use for 24 hours and event occurred after three hours of insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.